Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Revision bearing and poly on patella. Original surgery 2011. Pt experienced posterior capsule laxity/ hyperextension and grabbing pain. Lcs std insitu and replaced with poly on patella (no change of the metal back) and a thicker bearing (from 12.5mm to 20mm). Details of implants from 2011 and also implants used for the revision.